Manufacturer narrative:
(B)(4). No sample was available.

Event description:
A customer contacted baxter's global technical service center to report a separation between the bag and the cassette with the homechoice (hc) machine during fill 2. The home patient (hp) needed to start over, because the bag fell off and disconnected. The technical service representative (tsr) explained and assisted the caregiver (cg) to end therapy, so they could start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the cg on (B)(6) 2010. The wife stated that one of the supply bags was not balanced properly and fell off. No defects were seen with the bag or cassette. The cg stated that there was nothing wrong with the supplies and it was just an issue of balance. The cg stated that the hp was doing fine and continuing therapy on the cycler as usual.